Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 result of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to production fault. This unit had been reworked from moog to micronel vents in production. As patch 16 was put on hold, the software was downgraded to v6.0.1200.0 prior to shipment to the customer. Most likely the blower type change is not saved during production, as patch 12 / 13 was not yet even able to handle moog blower type, it was then undetected until the customers updated to patch >=16.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files has been sent by the customer and reviewed. The technical support asked the customer to confirm if cap was over insp port and if o2 sensor was installed tightly. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 alarmed 401(inspiration valve or device leaky). At this time, there is no information regarding patient involvement associated with the reported event.